Event description:
The bipolar was plugged in and turned on. When the surgeon tried to use it, the device sparked and smoked from the tip where the energy is delivered to the tissue. This occurred during a laminectomy and the device was not touching the patient when this happened. The device was removed from the field.